Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that he went to bed and did not wake up the next day, so he was taken to the hospital where his blood glucose reading was 190 mg/dl. The customer stated that the hospital staff performed testing on him and that he was fine. The customer reported that his doctor stated that the cause of the event was hypoglycemia. The customer declined to perform troubleshooting on the insulin pump because he feels that the cause of the event was an error on his part. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.